Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touch screen was delayed in responding to the customer's input. There was no adverse impact to the customer's blood glucose level. System check with tandem technical support indicated that the touch screen was performing as intended. Customer acknowledged.